Manufacturer narrative:
In the initial MDR report, the UDI number was listed as n/a (not applicable). This report reflects the correction as follows. UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the solution was returned to the manufacturing site for investigation. Chemistry testing was performed. The returned product was tested, all results were within specifications. Product failure was not confirmed. Retain product: the retain product was tested, including chemistry testing and all results were within specifications. Product failure was not confirmed. Manufacturing record review: a review of the manufacturing records was performed. The records for production process were found to be acceptable, all testing items were completed and met specifications, including incoming chemical materials testing, primary and secondary packaging materials inspection, product physical appearance inspection, bulk and finished product chemical testing and microbial testing, sterilization records, environment monitoring and water system monitoring. There was no same or similar non-conforming material record, or related process/material change. There was no non-conformance related to this complaint. In conclusion, reported lot was deemed acceptable for release per procedure. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. The customer's reported event could not be confirmed. All pertinent information available to abbott medical optics has been submitted.

Event description:
A female patient called and reported that she experienced irritation in her eyes with the use of consept onestep. She cared for her lenses according to the directions for use and wore the lenses. Her doctor diagnosed no problem with her eyes; and did prescribe eye drops. The name and type of drops was not provided. The event involved a 300ml bottle of solution. The solution looked pink in color. Tablets are used with the solution and a separate MDR will be filed for the tablets. Patient additionally reported use of a 60ml bottle of solution. Another MDR will be filed to report use of this product.